Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Surgery date is estimated.

Event description:
Related manufacturer report number: 1627487-2020-49173, related manufacturer report number: 1627487-2020-49175, related manufacturer report number: 1627487-2020-49176, related manufacturer report number: 1627487-2020-49178, related manufacturer report number: 1627487-2020-49181, related manufacturer report number: 1627487-2020-49182. It was reported patient experienced ineffective therapy and the entire peripheral system was explanted on (B)(6) 2019.